Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad traces. The pump was unable to verify the excessive no delivery alarm, prime anomaly and lost sensor alarm due to keypad damage. The pump also had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of lost sensor alarm, excessive no delivery alarms, prime anomaly and button error from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that he changed the set 3 hours ago and cannot get past the prime. The customer stated that the pump alarmed no delivery. The customer stated that the act button was unresponsive. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.